Manufacturer narrative:
The received device was evaluated and found the exposed portion of soft cannula to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported that the patient's blood glucose level reached 340 mg/dl, while wearing the pod between 1 and 4 hours on the leg. Hyperglycemia treated by administering a pen injection and applying a new pod.